Manufacturer narrative:
Investigation: visual inspection: deposits in the pediatric prechamber. Discoloration on the catheter. Incision on the cathter. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section adjustment test). Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation, we confirm that the shunt system was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (part # fx596t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to have adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years. Height: 80 centimeters (cm). Weight: 10 kilograms (kg). Gender: male.